Manufacturer narrative:
Patient identifier and weight not provided. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. There is no indication, nor any allegation, that medtronic navigation's device caused or contributed to the patient event. No parts have been returned to manufacturer for evaluation, return is not expected. Device not returned.

Event description:
A medtronic representative reported that, while in a spinal procedure on (B)(6) 2013, a cannulated tube was left in a patient. The discovery of the cannula in the patient was made on (B)(6) 2013 and reported to the surgeon on (B)(6) 2013. The patient was taken back into surgery to remove the cannula. No further details provided. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's 100 mm disposable pin. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.